Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of over 600mg/dl, with vomiting, and a no power issue. Reportedly, the patient discontinued pump therapy, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, a new battery was inserted into the pump and it would not turn on. It was revealed the patient¿s blood glucose went high after discontinuing pump therapy for the no power issue. The patient was waiting on a replacement pump and was using insulin injections. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a no power issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-feb-2018 with the following findings: a review of the black box showed no power on reset events on the alleged date of the event. The black box showed a replace cartridge alarm and deliveries were never resumed. A replace battery alarm was recorded followed by a power on reset and deliveries were resumed. The total daily doses added up correctly and reflected the user's programmed basal rates. No damage was found to the battery compartment or the returned battery cap. The returned battery cap measurements were within the required specifications. No moisture/corrosion was found in the battery compartment. The returned battery cap attached fully to the pump with no visible yellow o-ring. The pump powered up with the auditory and vibratory alarms. The entire keypad was unresponsive due to a damaged/torn keypad flex. Further testing was unable to be performed due to the unresponsive keypad. The pump cover was removed to find no internal moisture or damage to the power circuit.